Event description:
Report received of unrequested bolus dose delivery. The pump was programmed to deliver morphine 1mg/ml in the pca only mode with a 1mg dose and a 10-minute patient lockout, no 4 hour limit with a 50ml container. It was reported that the patient's family was pushing the patient pendant button and reported to the nurse that the medication was not being given. However, while at the patient's bedside, the nurse reported that "the pump beeped and then gave 2 pca doses and the pca bolus button was not touched". The patient pendant was discarded. The pt did not experience any adverse effects. Thought requested, no further information was availalbe.